Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Consumer reports the wrap adhesive "caused a blister on the skin". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Review of skin contact adhesive laminate material records show no evidence to support defective material. Sca laminate passed all criteria for release for use in manufacturing. The product effect may vary with each individual. The severity is s2-skin irritation per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Severity of harm: s3.

Event description:
Event verbatim [preferred term] blistering under the adhesive surface [blister] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare neck, shoulder & wrist, lot# n59790, expiry date may2019) for an unspecified indication (no details provided). The patient's medical history and concomitant medications were not reported. The patient experienced blistering under the adhesive surface, not under the warm cells. No burn was reported. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Consumer reports the wrap adhesive "caused a blister on the skin". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Review of skin contact adhesive laminate material records show no evidence to support defective material. Sca laminate passed all criteria for release for use in manufacturing. The product effect may vary with each individual. The severity is s2-skin irritation per rpt- 38832 hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information received from product quality complaint (pqc) group included severity of harm: s3. Follow-up (B)(6) 2019): follow-up attempts completed. No further information expected. Follow-up (B)(6) 2019 and (B)(6) 2019): new information received from the product quality complaint group included: confirmation that no burn was reported and revised investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (B)(6) 2019): new information received from the product quality complaint group included: severity of harm: s3. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event of "blistering under the adhesive surface, not under the warm cells" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. This case will be re-assessed should additional information becomes available., comment: based on the information provided, the event of "blistering under the adhesive surface, not under the warm cells" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. This case will be re-assessed should additional information becomes available.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Consumer reports the wrap adhesive "caused a blister on the skin". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Review of skin contact adhesive laminate material records show no evidence to support defective material. Sca laminate passed all criteria for release for use in manufacturing. The product effect may vary with each individual. The severity is s2-skin irritation per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blistering under the adhesive surface [blister] , case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare neck, shoulder & wrist, lot# n59790, expiry date may 2019) for an unspecified indication (no details provided). The patient's medical history and concomitant medications were not reported. The patient experienced blistering under the adhesive surface, not under the warm cells. No burn was reported. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). Consumer reports the wrap adhesive "caused a blister on the skin". The cause of the blister is inconclusive since review of records does not provide evidence to support defective product. Review of skin contact adhesive laminate material records show no evidence to support defective material. Sca laminate passed all criteria for release for use in manufacturing. The product effect may vary with each individual. The severity is s2-skin irritation per rpt- (B)(4) hazard analysis thermacare heat wrap product: 8 and 12 hour, effective (B)(6) 2019, version 5.0. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (25mar2019): follow-up attempts completed. No further information expected. Follow-up (09may2019 and 05jun2019): new information received from the product quality complaint group included: confirmation that no burn was reported and revised investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (28jan2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event of "blistering under the adhesive surface, not under the warm cells" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. This case will be re-assessed should additional information becomes available., comment: based on the information provided, the event of "blistering under the adhesive surface, not under the warm cells" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. This case will be re-assessed should additional information becomes available.